Event description:
It is reported by the patient that he noticed cracking noises in the knee during walking. According to the medical records dated (B)(6) 2014, the patient presented with pain and limitation of movement in the left knee joint along with marked wobbling, cracking and malalignment of the knee joint.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device currently implanted.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding an audible noise involving a triathlon insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned, the devices appear to remain implanted. Medical records received and evaluation: insufficient medical records were received for review. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no similar events reported for this lot. Conclusions: the reported event could not be confirmed with the information provided. Insufficient medical records were provided to determine a cause for the reported noise. The consulting clinician indicated that additional information was required and some form of confirmation of the reported event are needed to complete the investigation for determining root cause.

Event description:
It is reported by the patient that he noticed cracking noises in the knee during walking. According to the medical records dated (B)(6) 2014, the patient presented with pain and limitation of movement in the left knee joint along with marked wobbling, cracking and malalignment of the knee joint.